Event description:
It was reported that during an unk procedure, the handpiece gave an error 3 after normal usage. The case was completed by using another handpiece. Customer cannot provide anymore details about the circumstances in which the issue occured. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The hand piece was tested on a generator and found that the hand activation was not functional. It no longer meets design specifications for continuity and phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur. Causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in a cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.